Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the driving cap/threaded (part #: 03.010.523, lot #: l814080) was received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken, and the broken fragment was stuck inside the received insertion handle (part #: 03.033.001, lot #: 3l38401). No other issues were observed with the returned device except normal wear. The complaint condition is confirmed for the driving cap/threaded (part #: 03.010.523, lot #: l814080). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings (B)(4) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within (B)(4). Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part: 03.010.523 lot: l814080 manufacturing site: bettlach release to warehouse date: 27.jul.2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent an orthopedic procedure. During the procedure, the driving cap/threaded broke off in the radiolucent insertion handle femoral recon nail. There was no malfunction with radiolucent handle. There was no surgical delay. Procedure was successfully completed. There is no patient consequence. Concomitant device reported: radiolucent insertion handle frn (part number 03.033.001, lot 3l38401, quantity 1). This report involves one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).